Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported by a representative of (B)(6) hospital (B)(6) 2023, during a transurethral lithotomy (tul) procedure an ncircle tipless stone extractor (rpn: ntse-015115; lot: 15257103) was tested prior to use in an uncoiled position and was found that it would not open properly. The basket would come out, but the shape of the basket was not forming properly. Another device of the same type was used to complete the procedure. There were no adverse effects on the patient reported. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection and functional test of the device were conducted. One ncircle tipless stone extractor was returned in a bag with a label only. The handle actuates basket assembly, but basket formation stays flat. After gentle manipulation, basket formation returned to its original shape and retained it after handle actuated formation several times. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU provides no information related to the reported failure mode. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause for the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a transurethral lithotomy (tul) procedure, an ncircle tipless stone extractor basket was tested prior to use in an uncoiled position and found that it would not open properly. The basket would come out, but the shape of the basket was not forming properly. Another device of the same type was used to complete the procedure. There were no adverse effect on the patient reported.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.